Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While using the mako tka application dr (B)(6) noticed on the anterior cut for the femur it appeared to have a notch. I inspected the plan and the femoral component flextion was 1.5 deg away from the notch warning.

Manufacturer narrative:
Reported event: an event regarding inaccurate cuts involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 107 found the pt review successfully passed. -complaint history: based on the device identification (pn (B)(6) the complaint databases were reviewed from 2011 to present for similar reported events of femoral notching. There were 7 other reported events (pr1443555, pr1574869, pr1597920, pr1636892, pr1689895, pr1694868, and pr1730336). Conclusion: the case files (crisis log, patient session data, vplog data, and patient x-ray) were reviewed. An analysis of the warnings in the crisis log file, application workflow, femur segmentation, femur checkpoint values, femur registration values, rio registration and verification values, bone preparation checkpoints, burrlist and implant plan was completed. An analysis of the warnings in the crisis log file and the application workflow revealed that a ¿monitored tracker moved too fast¿ warning occurred during bone preparation indicating possible array movement. When reviewing the femur segmentation, it was confirmed that a section at least 20 mm above the superior femoral component flange was segmented which is required in order for the application software to detect notching. The patient post-op x-ray was reviewed by an independent reviewer and confirmed notching on the anterior femoral cortex. The application software displays the notch warning after the femoral component is extended by = 1.5 degrees or translated by = 1.5 mm from the implant plan which is within the accuracy tolerance region. A comparison of the burrlist and the patient implant plan shows that the femoral resections were made according to the plan. All other areas of the investigation found error values within the accuracy tolerance region. No system defect or malfunction is suspected.

Event description:
While using the mako tka application dr.toomey noticed on the anterior cut for the femur it appeared to have a notch. I inspected the plan and the femoral component flextion was 1.5 deg away from the notch warning.